Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that there were no issues with the modular cable prior to the patient's death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away and the pump was explanted. The system controller was not communicating with the system monitor so the device was unable to be interrogated. The modular cable was also returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the returned modular cable did not confirm any device-related issues that would have contributed to the reported event. The heartmate 3 modular cable was returned in used condition. No signs of damage (cuts, holes, tears, etc.) Were observed. The controller and inline connector pins appeared unremarkable. The modular cable passed manufacturing test procedure and was determined to function as intended. The relevant sections of the device history records for lot number 8263213 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. D, is currently available. Section 7, "alarms and troubleshooting", provides instructions regarding driveline care in a sub-section entitled, "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. A,, is also currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ the current revision of the IFU and patient handbook can be found on the electric IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.